Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 342 (mg/dl). Customer stated the elevated bg level was due to recently eating. A bolus via the pump was delivered to address bg level. Customer stated the elevated bg level was not due to the pump or pump supplies.